Event description:
Covidien service center reported that the device was missing segments. No pt harm was reported.

Manufacturer narrative:
Covidien service center confirmed that the display had missing segments. Isolated to the display.